Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hypoglycemia while on insulin pump therapy evidenced by blood glucose measuring 43 mg/dl. The patient had symptoms of unconsciousness, difficulty speaking, cognitive impairment, and was hospitalized. The patient discontinued pump therapy and received IV glucose for treatment. The reporter alleged the time and date reset issue resulted in the time being incorrectly set and basal rates were delivered at the wrong rates. This issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with time/date issue.